Manufacturer narrative:
Usage of the device: the usage of the power base unit is not known to the MFR as it is not labeled for single use. The MFR is attempting to acquire the device for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 5 yrs post-implant, it was reported that during a disruption in the public electricity the pt expired. The pt was still in bed and connected to the power base unit during the power failure. It was suspected that the power base unit stopped when the disruption in the public electricity occurred. The hosp performed a visual inspection of the battery clip in the power base unit and reported that the contents appeared to be in perfect order; however, when the battery clip was touched it broke loose and disconnected. Additional info received indicated that the pt was deaf and she used a special small converter with a flash light that converts the audible alarms into visual alarms. It was also reported that neighbors confirmed hearing the power base unit's alarm when the power failure occurred, however there was no info on how long the alarm sounded.